Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a ventralex mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2017 - patient was diagnosed with umbilical hernia thereby underwent repair with implant of ventralex st mesh. Per operative notes, ¿a supraumbilical curvilinear incision was made above the true umbilical hernia, the hernia sac was reduced. A ventralex st mesh was inserted to a 2 cm defect and sutured.¿ (B)(6) 2021 - patient visited hospital for mesh protruding on one side of his abdomen to the extent that has to cut off the edges. There are no bowel symptoms, lumps or swelling. (B)(6) 2021 - patient visited hospital with mesh protrusion. There is no evidence of recurrence but can feel bits of the mesh coming out of his scar and remains symptomatic.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided; a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the information received, no conclusions can be made as the degree to which the device used to treat the patient may have caused or contributed to a post-op complication. Per medical records review, about few years post implant of ventralex st, patient was diagnosed with erosion, scarring thereby underwent partial mesh removal. The instructions-for-use supplied with the device list erosion as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in apr 2017. Updated fields: a2, a4, b3, b4, b5, b7, d4, d6.a, d6.b, g3, g6, h2, h4, h6, h10, h11 corrected field: b2 (event attributed to) and d3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a ventralex mesh. Case-specific details not provided.